Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system did not start up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that there were power issues with the flexvision computer. The fse determined that the voltage variation failures damaged the flexvision pc, the motherboard battery of the flexvision computer was damaged, due to this the system does not boot up. To resolve the issue, the fse replaced the flexvision pc and hard drive and installed the software. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.